Event description:
Patient reported that their one touch ultra strips were damaged. This issue was not resolved with troubleshooting. There is no adverse event or serious injury reported. A blood glucose result of 159 mg/dl is documented. This case is reported as a strip malfunction.